Event description:
A customer contacted beckman coulter (bec) reporting that the olympus au5431-02 (au5400 series) clinical chemistry analyzer (210v) generated erratic chloride (cl) and potassium (k) patient results. The customer only provided patient data for cl results which showed a total of fourteen (14) different patient samples that yielded outside of the specified 2 standard deviation (sd). The samples were repeated and yielded lower cl results. No data was provided to support the erroneous k results; however, the customer indicated that the k results were recovering high. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. Patient demographics (age, date of birth, gender, weight) were not provided by the customer. There is no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) was run prior to and after the event and was within laboratory established ranges. Sample collection and method of analysis was not provided by the customer. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse performed ion selective electrode (ise) maintenance, cleaned flow cells, and replaced the roller pump and pinch valve tubing. The fse also replaced the cl electrodes on both cells which resolved the issue.